Manufacturer narrative:
Ref comp (B)(4).

Event description:
On january 9th 2024 fujifilm healthcare americas corporation was informed of an event involving eg-760r. It was reported that foreign debris came out of the channel during the procedure. It was uncertain what came out of accessory channel after experiencing tension when biopsy forceps were passed through. The physician attempted to take routine biopsy from duodenum when he experienced tension getting forceps out of the accessory channel, another biopsy forceps was opened and upon further push, both technician and physician noticed debris coming out. They were only able to take picture of it but unable to retrieve "foreign debris". As such, this report is being submitted in due to unknown impact of debris and the inability to retrieve debris during the procedure.